Event description:
It was reported to boston scientific corporation on october 29, 2020 that a hot axios stent was to be implanted in a transgastric position to the pancreas during a pseudocyst drainage procedure performed on (B)(6) 2020. Reportedly, the handle was rotated as the device was luer locked to the scope. According to the complainant, during the procedure, the first flange was able to be deployed; however, the first flange failed to expand. The delivery system was adjusted; however, the first flare still failed to open. The stent was removed partially deployed on the delivery system and a different device was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: medical device problem code a150101 captures the reportable event of stent first flange failed to expand. Block h10: the hot axios delivery system was received for analysis; the stent was not returned. The handle was returned in "position 4". Visual examination of the returned device found the inner sheath was damaged and the outer sheath was separated in the luer section. A functional inspection related to the handle movement was performed and the device did not show evidence of torsion. No other issues with the delivery system were noted. The investigation concluded that the observed failure of inner sheath kinked was likely due to factors encountered during the procedure such as when the physician was trying to adjust the delivery system during the attempted deployment of the stent first flange. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the handle was rotated as the device was luer locked to the scope. According to the evidence found in the product analysis, the outer sheath was detached which is evidence that the luer was incorrectly rotated as the IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The reported event of stent first flange failure to expand could not be confirmed. Taking all available information into consideration, the investigation concluded that there is not enough information to confirm the reported event as the stent was not returned. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. Taking all available information into consideration, the investigation concluded that there is not enough information to confirm the reported event as the stent was not returned. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020, that a hot axios stent was to be implanted in a transgastric position to the pancreas during a pseudocyst drainage procedure performed on (B)(6) 2020. Reportedly, the handle was rotated as the device was luer locked to the scope. According to the complainant, during the procedure, the first flange was able to be deployed. However, the first flange failed to expand. The delivery system was adjusted; however, the first flare still failed to open. The stent was removed partially deployed on the delivery system, and a different device was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."